Manufacturer narrative:
As a result of review on the complaint file, this report contains an update to the product event summary regarding the formal investigation associated with the reported failure and also updates applicable FDA method, results and/or conclusion code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Product event summary: the ventricular assist device was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Onsite inspection of the driveline revealed a single crack in the outer sheath approximately three centimeters from the strain relief, confirming the reported event. Additionally, the driveline demonstrated yellowing of the outer sheath. A driveline sheath repair was performed to mitigate the reported condition. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was not returned for evaluation. The pump and driveline remains implanted in the patient. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Onsite inspection of the driveline revealed a single crack in the outer sheath approximately 3 cm from the strain relief. Additionally, the driveline demonstrated yellowing of the outer sheath. A driveline sheath repair was performed to mitigate the reported condition. Heartware has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the vad coordinator stated that the patient had a crack in outer sheath of driveline. It was also stated that the patient repaired it himself with electrical tape. Patient was in clinic for routine visit and the electrical tape was removed and a driveline sheath repair was performed. The driveline was evaluated and about 10 cm of black electrical tape from strain relief up, covered the driveline. Manufacturer representative removed the electrical tape and saw one single crack in outer sheath was noted approximate 3 cm from strain relief. Silicone tape was placed over this area, about 4 cm in total. It was stated that the repair was done as an outpatient and no pump stops occurred during the repair. No additional information available.